Event description:
It was reported that since implant, the patient had been shocked in the vaginal area and it was painful. It was noted that the patient went from an amplitude of 2.0 all the way up to 8, where she could not stand the shocking sensation anymore. It was noted that the insurance company told the patient to turn off her therapy in (B)(6) 2012 and the insurance company wanted the device removed. No removal was currently scheduled.

Manufacturer narrative:
Product ID 3037, serial# (B)(4); product type programmer, patient product ID 3 093-28 lot# v940070, implanted: 2012 (B)(6); product type lead. (B)(4).